Manufacturer narrative:
B3: exact date unknown, event occurred in (B)(6) 2023. D6b: (B)(6) 2023.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.